Event description:
It was reported that the patient's skin over the implantable neuro stimulator site itched "like crazy." When the stimulation was on, the patient would fall back down when he tried to stand up because the stimulation "kills" the nerves in his legs. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.